Event description:
Meter name: surestep enhanced, strip name: surestep teststrips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. A patient reported they went to health center were tested and given something to "boost it up". Their meter allegedly unable to test due to error 1 and 2 messages. The result on their meter was unable to test. The result on the health center meter was 64. The time difference between patient's meter and health center meter, no comparison. Treatment was unknown. Customer was applying blood to confirmation dot. No further information has been reported.